Manufacturer narrative:
(B)(4). Concomitant devices: item number: unknown, unknown orthopediatrics response pedicle screw 6.0mm x 45mm, lot number: unknown - qty (B)(4). Item number: unknown, unknown orthopediatrics response pedicle screw 6.0mm x 40mm, lot number: unknown - qty (B)(4). Item number: unknown, unknown orthopediatrics response pedicle screw 5.0mm x 40mm, lot number: unknown - qty (B)(4). Item number: unknown, unknown orthopediatrics response pedicle screw 5.0mm x 35mm, lot number: unknown - qty (B)(4). Item number: unknown, unknown orthopediatrics response pedicle screw 5.0mm x 30mm, lot number: unknown - qty (B)(4). Item number: unknown, unknown orthopediatrics response pedicle screw 4.5mm x 35mm, lot number: unknown - qty (B)(4). Item number: unknown, unknown orthopediatrics response pedicle screw 4.5mm x 30mm, lot number: unknown - qty (B)(4). Item number: unknown, unknown orthopediatrics response pedicle screw 5.5 ti rod, lot number: unknown - qty (B)(4). Item number: unknown, unknown orthopediatrics response set screw, lot number: unknown - qty (B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that following a corrective procedure for scheuermann's disease, a follow-up x-ray show two fractured pedicle screws at the l3 vertebrae. The patient has undergone a revision procedure. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Copies of post-operative x-rays were provided and evaluated, confirming the reported event. Design history records review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.